Manufacturer narrative:
The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The device handle was fractured off during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Event description:
The device handle was fractured off during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.